Event description:
Reporter indicated that the patient's device registered high impedance. Attempts for further information were unsuccessful, other than to state that the patient was to undergo lead replacement surgery. The patient underwent lead replacement surgery, and with the new lead, all diagnostics were within normal limits. Attempts to have the explanted product returned have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.